Event description:
It was reported that the ilet displayed ¿dosing stopped: connect cgm or enter bg¿ after the patient ran out of dexcom g7 continuous glucose monitor (cgm) sensors, and the patient and caregiver did not understand that dosing had paused until a bg was entered. The patient entered a fingerstick bg and insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included successful resumption of insulin dosing with bg run education and troubleshooting completed. Investigation included remote troubleshooting and user guidance on bg run mode and the requirement to enter bg when prompted. Investigation of this case revealed that dosing stopped as designed due to lack of cgm data and an expired bg run, with user misunderstanding of alerts resolved through education; the device performed within specifications once a bg was entered. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cgm unavailability and bg run expiration, with normal device functionality.

Manufacturer narrative:
Initial.